Event description:
Initial reporter indicated that their pt had been over the past several months experiencing an intermittent sharp pain not necessarily associated with stimulation at the generator site and they wondered if the generator may be nearing end of service. Reported the pt also had a seizure in 2009 that was more intense and lasted longer than any other seizure the pt has ever had. The magnet did not abort the seizure as it usually does and the husband had to call 911. The pt was not admitted to the hosp. System diagnostics were done which were within normal limits. Estimated batter longevity showed 1.63 yrs until eos=yes. The pt will be monitored at their three month visits. Good faith attempts are being made for add'l details surrounding the reported events.